Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical) there has been no mistreatment or injury reported. However, in worst case, the shaft breaks while the image intensifier or x-ray tube is above the pt, it would run down nearly undamped and may seriously hurt the pt. Probability: c (remote). There has been no similar issue reported since introduction of simview nt and simview 3000. There is a low probability for an injury, but it may happen once. The broken shaft has been returned and sent to the material test lab for investigation. The complete motor/gearbox ((B)(4)) have been requested for investigation and will be replaced free of charge. Simview nt and simview 3000 are affected.

Event description:
A potential product issue has been reported internally with the simview nt product. In the abundance of caution, this issue is being reported. The pin within the gear box on the image intensifier motor had broken. This is a problem since the image intensifier can move freely and could possible collide with the pt. No info was reported that suggests that a serious injury or mistreatment has occurred. Risk assessment is documented. Final corrective action is pending further investigation.